Event description:
It was reported the pt's scs system was explanted due to the pt not receiving effective stimulation. F/u is pending.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Eval: results: the complaint could not be confirmed for "ineffective stimulation." Per the event details, the system was explanted because effective pain relief could not be achieved. There were no reports of high or invalid impedances. The ipg was functional. As rec'd, the ipg was in good condition, communicated with lab equipment and passed all functional tests. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.